Event description:
It was reported that hemoglide catheter placed with pt (B)(6) 2007. Pt had 3 vacation dialysis in (B)(6) and came back with holes on as well the upper side as the down side of the catheter at the bifurcation. The catheter was removed because of leakage of blood. The nurses noticed this during replacement of the bandage.

Manufacturer narrative:
The complaint was confirmed, but the exact cause of the catheter tear is unk. There was a breach in the d/l tubing at the distal end of the bifurcation, which allowed fluid to leak from each lumen. The tear in the tubing may be attributable to a combination of chemical degradation and mechanical stresses. It is unk what chemicals were used on or near the catheter. A chr was not completed since the lot info was not provided by the complainant.